Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the respiratory rate trend feature was programmed off and monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory noted several spikes in ra pacing impedance measurements with several high out of range measurements greater than 2,000 ohms. Some noise was also observed on another manufacturer's right ventricular (rv) lead. The noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. Boston scientific technical services (ts) discussed troubleshooting and programming options. A lead revision procedure was planned. No adverse patient effects were reported. This product remains implanted and in service.